Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with symptoms of hypotension. It was determined that the right ventricular (rv) lead exhibited t-wave oversensing (twos) post-pace as observed on the presenting electrogram. No reprogramming changes were made and the lead remains in use. No further patient complications have been reported as a result of this event.